Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: analysis of the returned device was performed and the reported suture/ link outside of the device was confirmed. The reported suture outside of the device appears to be related to procedural circumstances. The treatment appears to be related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during device preparation it was observed that the proglide suture was outside of the device and was decided not to be used. There was no patient involvement with the proglide device. A second proglide device was used with no issue. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.